Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Concomitant products: a saline mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a saline mentor breast implant of unknown type and experienced right breast implant deflation. As a result, the patient had undergone removal on (B)(6) 2019.

Manufacturer narrative:
On 4/22/2019, the mentor failure analysis lab has received the device for evaluation. As per confirmation from the product analysis lab , a non- mentor device was received, no analysis will be performed for this product, the device was returned back to sender. As a result, we are closing this investigation. Manufacturer¿s reference number: (B)(4).